Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet, despite the sensor having connected to the dexcom app, and after troubleshooting steps including verifying the pairing code and toggling settings, the sensor was replaced and the user was transferred to dexcom; this aligns with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.